Event description:
The screws are backing out, while in use. This instrument had been sent back to be peened but the screw still falls out. The screw fell in the pt's spine. There was pt contact but no injury was reported.